Manufacturer narrative:
Concomitant medical products: k-wire device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the coupling was worn. It was noted that the tool side coupling was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that the quick coupling device was not working anymore and was producing ¿swarf¿ (metal chips or shavings) from the k-wire. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.